Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The physician noted that the device was very hard to advance forward. The thumbswitch was checked and it was forward/closed. The physician removed device to find interior sheath all over nose cone of device. The cutter seemed to be exposed on front of housing. The procedure was completed with balloon angioplasty.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the silverhawk ss+ was received for evaluation inside a "zip-lock" style biohazard pouch. The cutter driver shows the body not fully intact and has partial separation from the top and bottom potions of the handle assembly. Biologics were observed on the introducer sheath and the silverhawk device; however no external damage was discovered on either device. The cutter window was inspected under microscope and found black-matter at the bottom of the housing window. The black matter extended distally approximately 2-3cm. A piece of white foreign material (fm) was noted proximal to the black substance. The black matter could not be removed without causing damage to the cutter window and associated components. The thumb switch was unable to be advanced during functional testing.the dark material extracted from the distal tip assembly was water soluble biological material (blood-based). The white material was a white opaque polymer.